Manufacturer narrative:
(B)(4). The customer returned a 2-lumen cvc catheter for evaluation. Dried blood was observed on the catheter body and within the extension lines. Visual examination of the returned catheter revealed two small slices/cuts in the catheter body adjacent to the juncture hub. The location of the slices were consistent with the leaks observed in a video supplied by the customer. The slices were clean and had smooth edges indicating contact with a sharp instrument (i.e. Scissors, scalpel, etc.) Caused the damage. No other damage or defects were observed with the catheter. The slices in the catheter body were located 29 mm from the juncture hub. The catheter body length and outer diameter were measured and were found to be within specification. The catheter was tested for leaks by pressurizing each extension line with water using a lab inventory 10ml syringe with the catheter distal tip occluded. When the proximal extension line was pressurized, water was observed to be leaking from the catheter body. The location of the leak was consistent with the sl ices observed during visual inspection. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) supplied with this product contains instructions and warnings to mitigate potential damage to the catheter. It warns the user "to minimize the risk of cutting catheter, do not use scissors to remove dressing." The customer report of a leak from the catheter body was confirmed through visual and functional evaluation of the returned sample. The catheter was leaking from two small slices/cuts in the catheter body which was consistent with the customer supplied video. The appearance of the slices was consistent with damage caused by contact with a sharp instrument (i.e. Scissors, scalpel). Based on the customer report that the damage was observed during use and the condition of the returned sample, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the catheter body leaked during use.the device was removed and a new device re-inserted.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the catheter body leaked during use. The device was removed and a new device re-inserted.